Event description:
Overdelivery of bumex reported. A voluntary customer medwatch was received which states: "pt. Received 8 hr dose in 4 hrs. Pump was set correctly and found to be working correctly; question if IV tubing was at fault." In additional information received during phone conversation from the customer, the pump was set to deliver an unspecified dose of bumex in 100cc to run at 12cc/hr (over 8 hours) on the primary line. The bag was hung at 1300, and at 1730, it was noted that the entire bag had infused. There was no harm reported to the patient; the drip was discontinued until the urine output decreased to normal levels and then was restarted at some unspecified later time. The tubing and pump were switched out. The customer biomed engineering department tested the pump and found no problems. Pump involved was a lifecare 5000 pump. Pump is back in patient use with no further complaints.